Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Continued e1 -- phone number: (B)(6). Continued e1 -- fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: no observed. As per the investigation procedure deformation, crease and particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, b6, h6. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma-late, patient/device incompatibility, and foreign body reaction.

Event description:
Healthcare professional later reported seroma, pain, implant surface dehiscence and macrocalcification via ultrasound.